Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having a ¿green¿ screen, making it difficult to read parameters, was confirmed via the controller¿s functional analysis. The returned system controller serial number (B)(6) was functionally tested and performed as intended despite the discoloration observed on its liquid-crystal display (lcd) screen. The controller was opened, and fluid ingress was observed within the interior of the controller, affecting its printed circuit boards and lcd screen. The extracted log files did not capture any atypical events or alarms, and the pump operated as intended throughout the data. Available information for this event indicates that the controller was exchanged to resolve the issues. The root cause of the reported event was determined to be fluid ingress within the controller; however, the root cause of the fluid ingress was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients primary system controller was noted to have a green screen, and it was difficult to read the ventricular assist device (vad) parameters. The patient denied any moisture exposure. The primary controller was exchanged for the patient's backup controller. A new backup controller was given by the clinic staff.